Manufacturer narrative:
The field service engineer (fse) was dispatched to the account and identified the scc f+ power supply within the scc computer as the failed component. The scc f+ power supply was replaced to return the scc to normal function. After the part was replaced, the customer received an scc error for fan speed too slow. The scc f_win7 platform was subsequently replaced to correct the error. Evaluation of the customer issue included a complaint text review, a search for similar complaints, a labeling review, an instrument service review, and a device history review for the scc. No returns were made available from the customer site for this evaluation. A review of architect c4000 tracking and trending data revealed no systemic issues or adverse trends related to the issue identified in this complaint. Analyzer serial number c460799 service history was reviewed and no contributing factors were found. No subsequent reports of smoking issues were identified. Device history review did not identify any issues that may have caused the customer issue. Product labeling was reviewed and found to be adequate, as it contains instructions regarding electrical specifications and requirements, electrical hazards, and of electrical safety for the architect systems. The 2017 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on all available information and abbott diagnostics evaluation, no systematic issue was identified and no product deficiency was identified.

Event description:
The customer reported they observed visible smoke from the architect scc connected to the architect c4000 analyzer. The scc powered off and would not power back on. Field service found the scc power supply was the cause of the smoke. Field service indicated the power supply had a small short. The power supply was replaced and scc powered up successfully. No fire or evidence of fire was observed. No other visible damage was seen and no injury was reported.